Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with junctional degeneration, radiculopathy, status post prior lumbar laminectomy ,fusion and revision fusion and underwent anterior lumbar inter body fusion l5-s1 with structural prosthetic cage allograft and bone morphogenic protein. As per op-notes, ".. A 13 mm lordotic allograft was selected. Bmp was placed within the allograft. The graft was then shaped to the appropriate width, height and depth..¿

Event description:
It was reported that the patient underwent an anterior lumbar spinal fusion procedure at l5-s1 with a cage and rhbmp-2/acs. Post-operatively, the patient developed significant pain in the area of the fusion surgery and extremities. It was also reported that the patient had significant damage to the spine. The patient received significant medical treatment to care for related injuries. The patient never recovered from the surgery and continues to experience daily, disabling pain that prevents her from performing many basic activities of daily living.